Manufacturer narrative:
This product was received for evaluation and the reported failure was not confirmed. Tech services plugged the baton into a test monitor and powered the device on. They flexed the cable and strain relief during use. No malfunction was encountered. The device was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the monitor was showing that the baton was not connected. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.